Event description:
Boston scientific received information from a boston scientific field representative that during a routine clinical follow-up, review of stored electrograms showed a one-time diverted ventricular fibrillation episode with approximately six seconds of pacing inhibition due to high-frequency noise on the right ventricular rate/sense channel. Lead diagnostics were normal. The patient is not pacing-dependent, and there were no adverse effects. A boston scientific technical services consultant (ts) discussed the likelihood of myopotential oversensing with a vagal response. The lead and device remain implanted and in service.

Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.